Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test and prime test. No prime or fill anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with their reservoir. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the piston did not stop. The customer sent the product back for analysis.